Event description:
It was reported that when the doctor began to pound the cage into the disk space, the cage came (stripped) off the inserter causing a dural tear. Follow up with the sales rep confirmed that the space was distracted and trial used. User was putting pressure on the inserter to steer the implant when advancing. The cage stripped and the inserter nicked the dura. Doctor repaired the dura without issue (couple of stitches, and dura bond). There was no adverse patient outcome as a result of this situation. As surgical intervention was required an MDR is filed to document this event.

Manufacturer narrative:
Cage was returned intact and in good condition. Threaded insertion hole is noted to have stripped. Gross dimensional inspection confirmed that the device was made to specification. Review of the device history records found no material or manufacturing defects. Lot qty was 35 pieces released to stock in 1/2010. No other complaints have been reported for this production lot to date. The most likely cause of the event is atypical force placed on the cage during insertion. This type of event is not unanticipated as the instructions for use contained in the packaging of this product states that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads of the threaded or small area of the cage component can split or fracture the cage implants. It appears that the inserter pulled free from the cage causing the injury that was reported.